Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6 - method codes. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Events were submitted via 2210968-2020-04721, 2210968-2020-04722, 2210968-2020-04723, 2210968-2020-04724, 2210968-2020-04725, 2210968-2020-04726 and 2210968-2020-04727.

Event description:
It was reported that the patient underwent a plastic surgery on (B)(6) 2020 and the suture was used. It was reported that the thread presented breakage at the time of use, having to be replaced by other device of a different lot. Additional information has been requested.